Manufacturer narrative:
Two opened/used infusion sets were inspected and manual prime test was performed using a new lab reservoir along with an insulin pump. One of two infusion sets failed per inspection due to found occluded at p-cap needle. The remaining infusion set passed per inspection with no occlusion anomalies observed during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had called on (B)(6) 2013 due to receiving no delivery alarms. The customer stated that she was experiencing high blood glucose in the 500 mg/dl range, changed the infusion set but insulin was not going through the tubing and it was pooling in the chamber. The customer changed out the infusion set and was able to prime. Customer treated with the insulin pump. The product was replaced and returned for analysis.